Manufacturer narrative:
Medwatch received with no contact information for hospital.

Event description:
It was reported that the patient was noted to be coughing with ett in place. Nurse noted ett tube holder clamp was open and ett tube was no longer at marked depth. Patient was successfully extubated and no harm.